Event description:
It was reported the ipg was unable to communicate with external devices. As a result, surgery may occur in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates the ipg was replaced to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.